Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant product(s):- part: 110017103 name: g7 finned 3 hole shell 52e lot: 6038560 part: 010000818 name: g7 hi-wall arcomxl lnr 36mm e lot: 6040048 unknown liner. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associate reports:0001825034-2017-05218 0001825034-2017-05222, 0001825034-2017-05224.

Event description:
It was reported that a surgeon had a difficult time inserting the liner into the cup. He used a 32 ball impactor and hit hard toward the apex of the cup. He tried several times, hitting very hard, but an edge stayed proud. He removed the screw and tried again with no success. The surgeon decided to scrap the liner and try a new one. No success. He then decided to remove the cup and inserted a ringloc plus shell. The liner was seated successfully after.